Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they did not press a down buttons for three minutes and insulin pump had blank display. The customer blood glucose level was unknown at the time of incident. The customer stated that the display was not blank less than 30 seconds and did not return. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).device passed sleep current measurement, active current measurement, self test and displacement test. All the buttons functioned properly and no moisture damage on keypad traces, stuck button error alarm or blank display noted during testing. Keypad connector was fully locked.